Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was being implanted. The closure device was recaptured four times during the procedure. The closure device encountered pectinate in the laa and bent in half at the point of the threaded insert. The core wire then became detached from the closure device. The closure device remained implanted in the laa as it met release criteria following detachment from the core wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman flx core wire. The delivery system and implant were not returned. The core wire was visually and microscopically examined. Inspection found no damage or defect. Product analysis could not confirm the reported event as clinical circumstances could not be replicated, and the implant was not returned.

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was being implanted. The closure device was recaptured four times during the procedure. The closure device encountered pectinate in the laa and bent in half at the point of the threaded insert. The core wire then became detached from the closure device. The closure device remained implanted in the laa as it met release criteria following detachment from the core wire. No patient complications were reported.